Event description:
Patient with fentanyl infusing via cadd at 150-250 mcg/hr. New cadd started at 0109. At 0805, this writer was contacted by the bedside rn to assist with trouble shooting. Cadd tubing found disconnected from patient, new tubing obtained. When priming new tubing, noted fentanyl was not moving through tubing. New cadd cassette, new tubing, and new cadd obtained. When changing cadds, waste volume from previous cadd (started at 0109) found to be 50ml of 50 ml cadd.